Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) monitor sometimes not visible.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigations, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) found the monitor is out of sync. Fse disassembled the monitor and cleaned the display board contacts and flat cable. Repair completed. Functional tests performed with positive results. The fault did not involve operators/patients. The equipment was returned to the customer for clinical use.

Event description:
N/a